Manufacturer narrative:
(B)(4). Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned in good visual condition. The instrument cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, went to clip the artery on the first firing and 3 clips fell out of the device at once. They fell into the pt and were retrieved. They fired the device again and no clips came out. They got a new one to complete the procedure. There was no pt consequence.